Event description:
It was reported that the subject device displayed a communication error (e227). The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
: No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, it was found that the video cable was broken due to which error b31 occurred. Based on the results of the investigation, a definitive root cause of the reported allegation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.